Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device. During an in-clinic evaluation, troubleshooting did not resolve the issues; therefore, a revision surgery was performed. Upon the procedure, it was noted that there was no fluid in the system and a tube hole was identified. It was decided to remove and replace the entire ipp. There were no patient complications reported.